Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). Investigation results. The returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating the device was prematurely deployed. Microscope examination was performed, and it was confirmed that the bushing had some hits on its hooks' surface. This failure could happened as a result of the interaction between some components inside of the clip assembly and the bushing caused by the excess of force applied on the device. Dimensional examination was performed to further analyze the deployment issue, and it was observed that the bushing outside diameter was within specification. No other issues with the device were noted. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific that a resolution 360 clip device was used during an unknown procedure in (B)(6) 2021. The exact date of the procedure was not provided. During the procedure, one of the clip arms would not close. Additionally, the clip was removed, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. Investigation results revealed that there were some hits found in the bushing hooks' surface; therefore, this is now an MDR reportable event.